Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient made a mistake and a touch contamination occurred. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided for the events. At the time of this report, the patient recovered from the peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the mistake/touch contamination was considered not reported. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).the sample is not available.